Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported getting no button response from the insulin pump, starting a week previously. It was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape and act button dome switches. The insulin pump was also received with a cracked reservoir tube lip.